Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the biomedical engineer found the device sync is over 30 ms while performing preventative maintenance. The customer is unsure if this is within specifications and has questions about the testing of the device. There was no patient involvement.